Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to sigmoidectomy procedure, holding the needle with a needle holder, the thread disengaged from the needle swage. The procedure was completed with another device. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one partial suture and a needle. The needle was received broken at the swage and the swage was broken off. The partial suture was broken in the barbed section and the loop was missing. The broken swage of the needle remained attached to the partial suture. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.